Event description:
As part of the manufacturer's recall campaign, the patient submitted herself for control in 2016 (right) and 2018 (left) implanted hip prosthesis on the left. The x-ray control showed a clear decentration of the prosthesis heads and unusually large osteolysis in both acetabula as a sign of inlay wear. On the inlay change has already taken place on the right side, it now presented itself for revision on the left side. No further information at this time.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Section h6: exact implant date not available but patient was implanted on 2016.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-02134.